Event description:
It was reported that the tubing fell apart at the connections. The stopcock is disconnected from the tubing. The tubing started with just not staying connected at the points. It was tightened prior to use and they would loosen within short periods of time. Several cases involving induction and the tubing was not connected and the amount of medication loss at that time was not known. This happened a minimum of (8) times. We then tightened them tighter and the male part of the connection cracked and had to be removed on the possibility of foreign objects. Although it was confirmed that there was a delay in patient treatment during follow up, it was unstated however; if there was any patient harm or impact as a result of this event. File updated.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing fell apart at the connections. The stopcock is disconnected from the tubing. The tubing started with just not staying connected at the points. It was tightened prior to use and they would loosen within short periods of time. Several cases involving induction and the tubing was not connected and the amount of medication loss at that time was not known. This happened a minimum of 8 times. We then tightened them tighter and the male part of the connection cracked and then had to be removed on the possibility of foreign objects. There was no patient harm.